Event description:
It was reported that patient received multiple inappropriate shocks due to p-wave oversensing as a result of lead dislodgement. Lead was explanted. The system was downgraded to a pacemaker per patient request. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.